Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 8:00 pm, the patient was experiencing the symptoms of rapid heartbeat and "feeling intoxicated." While symptomatic, the patient obtained the blood glucose reading of 147 mg/dl on the reported meter, and a reading of 116 mg/dl on another manufacturer's meter within 30 minutes. The patient took no actions based on the meter reading. The patient administered self-treatment by consuming glucose tablets; he did not seek any medical attention. The meter, test strips and control solution were replaced. The patient did not suffer a serious injury due to the reported meter. The patient¿s symptoms began prior to the meter issue, there was no delay in treatment and the patient did not seek medical attention. Although the test results fell within expected values for meter-to-meter accuracy testing, this complaint is being reported as the meter results did not correlate with the symptoms or treatment.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up (1/18/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (02/27/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.